Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(4)¿ new station please see notes for station. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the override groups and areas were not assigned for the new station. A technical support specialist provided the user with steps and guidance to change the details. Customer was non-responsive to attempts to follow up for more information. Case was closed. No response from customer after multiple attempts. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es was not giving the same options screens as other machines, when the nurses are trying to pull the meds and not printing ordered meds. There were no adverse events or injuries reported based on this incident.